Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined. An investigation is ongoing to obtain more detailed information regarding the reported events.

Event description:
The service center was informed that two specimens taken from the facility¿s loaner scope cultured positive for different bacillus species. The first specimen was taken from the scope¿s distal end and culture positive for bacillus species and another unknown organism that will require better isolation for additional testing. A second specimen was taken from the scope's channel cultured positive for a different bacillus species. Due to the culture results, the facility reported that the scope was not used in a procedure. There was no patient involvement with the scope; therefore, no patient infection occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, to provide the evaluation findings, and to update the following sections: g4, g7, h2, h3, h6, and h10. The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel, instrument /suction channel, auxiliary water channel and distal end mechanism were cultured and tested positive for micrococcus yunnanensis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the received device with a boroscope to verify the condition of the biopsy channel. The biopsy channel was inspected with the boroscope, and there was a large yellow stain on the channel wall near the distal end side. In addition, there were numerous black specs located throughout the biopsy channel. The olympus boroscope was also used to check the condition of the suction channel, which has foreign residue on the channel wall, at the opening, on the scope connector side. The forceps elevator has no debris present. The scope passed the leak test. A review of the instrument history shows the video scope has a resale date of, (B)(6) 2019. The scope was last returned for service/repair on june 11, 2019 due to a distal end leak. Based on the evaluation, the likely cause of the stains and foreign material located in both channels is due to, improper reprocessing.